Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned in the original packaging. The dust cover was returned, however, a portion of the seal was removed and not present. The plastic pouch was perforated on one end where the rest of the pouch should be. The top, bottom, and other side seal were observed to be present. A potential root cause could be, "sharps (external or internal)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the plastic seal of the stent was found to be damaged when the package was opened in the operation room. It was stated that the sterility of the stent became invalid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the plastic seal of the stent was found to be damaged when the package was opened in the operation room. It was stated that the sterility of the stent became invalid.